Event description:
The customer reported that after the second seal cycle, the jaws of the device would no longer open. Add'l resection of tissue was done to remove the device from tissue. Another device was used to complete the procedure w/o incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.